Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: ground bond failed performance specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device failed the rite (returned instrument test/evaluation) electrical test due to out of specification ground bond resistance. The ground bond resistance specification range is from .001 ohm - .100 ohm and the rite ground bond resistance measurement was 99.0 ohm. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the rite test failure. The cause of the rite electrical ground bond resistance failure was undetermined. A service history review revealed no service events were related to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.